Manufacturer narrative:
Method: visual examination. Product evaluation: the sample was returned by the customer. A visual examination showed 1 opened twin pack returned with 2 bottles inside. One bottle is sealed, the other has no seal with approximately 9 oz of solution remaining. A small amount of dust-like material was observed on the exterior of the cap. The cap as removed to observe the solution, the solution appeared clear with typical color, clarity, and odor. The complaint history was reviewed and there were two other complaints for red eyes reported. There were no other complaints for keratitis reported. Review of the compounding, filling, and packaging manufacturing batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. This lot met all release criteria prior to product release. Root cause: no root cause could be determined. Action taken: no further action is warranted. Based on the mbrs review, acceptable finished product results, acceptable component testing results, and the lack of a negative complaint trend, this lot continues to be acceptable. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received both from the consumer on (B)(6) 2011 and from the ophthalmologist on (B)(6) 2011. (B)(4).

Event description:
A consumer's mother reported her son was diagnosed with keratitis following use of this product. She reported his doctor had him temporarily discontinue contact lens wear and his condition is improving. On (B)(6) 2011, additional information was received from the consumer who described the keratitis as "bumps on the inside of his eyelids, eyes red, eyes hurt, and sensitive to light". He reported that the event occurred days after use of the product, was moderate in severity [interfered with usual activity] and lasted for up to four months. He reported he discontinued contact lenses and this product for approximately one month; he was treated with an antihistamine four times daily and his symptoms resolved. On (B)(6) 2011, additional information was received from the ophthalmologist who reported that during a referral visit, the patient was diagnosed with keratitis and instructed to discontinue contact lens wear and use a dry eye drop. Upon his next visit three weeks later, the keratitis had resolved and the patient was advised he could restart contact lens wear gradually.